Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic tumor resection and revascularization, the knife moved all the way but did not return to home position, and the jaws did not open/close. The knife reverse switch was used, but the knife did not return. The manual override lever was used to return. When the device was checked, it was found the staples and the tissue were stuck between the gap where the knife moves. The sled moved to the distal end of the cartridge, and the staples were deployed, but when the target tissue was checked, no staples were deployed on the blood vessel or the knife did not cut it. Another device was used to complete the case. The device was used on the thick blood vessel which was close to the lung. There was bad visibility when the device was approaching. Pve35a was used to complete the case. No problem was observed. The device was used on the pulmonary artery at a3. There were no adverse consequences to the patient. No further information is available. The patient¿ condition is stable.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2021. D4: batch # u5df7y. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the would not reverse knife automatic and would not reverse button force, slide the knife reverse switch forward to return the knife to home position. And for the difficult to open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. And for the short cut or absent cut, ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. No short cut-absent cut was noted during functional testing. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.